Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The cardan joint was broken. The manufacturing records were reviewed and no discrepancies were identified. The failure is contained within the risk management files and falls within the predicted occurrence range. No further investigation required. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown patient procedure that the insertion handle broke when it was removed from cup implant. There was a five (5) minute delay. No known adverse events were reported as a result of the malfunction.